Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was suspect of a fracture. The lead had an abrupt impedance rise along with oversensing of noise. The lead was found to have high impedance. Isometric movement of patient¿s arm was performed and noise was witnessed instantly. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.